Event description:
It was reported that approximately three years post-implantation, the patient is being considered for a right hip revision to replace the acetabulum as a result of multiple falls. The patient is being considered for a custom triflange and a revision has not taken place to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00489405815, lot# 65063935, trabecular metal acetabular augment. Cat# 110010267, lot# 65451278, g7 osseoti multihole 58mm g. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.